Event description:
Upon traveling with my fisher & paykel icon CPAP, it would take a very long time to power back up for use again. As of this weekend ((B)(6) 2016) unit will not power up at all. Units date code is (B)(6).